Manufacturer narrative:
This report is submitted on may 13, 2022.

Event description:
Per the clinic, the device was explanted (B)(6) 2022, due to pain and discomfort during stimulation. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the patient was reimplanted with another cochlear device during the explant surgery. Device analysis report is attached. This report is submitted on december 02, 2022.